Event description:
It was reported that the hand piece device "has excessive vibration and noise." The event date was not determined by the reporter. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation of the device and the findings revealed that this event was due to usage wear over time. Functional testing was performed and evidence indicates the device was worn from normal use and servicing. As a result, the reported condition was confirmed and duplicated. If additional information should become available, a supplemental report will be sent accordingly.